Event description:
It was reported that a code blue call did not route, via voalte nurse call system, to the pbx operator location. The customer confirmed that there was no patient impact or injury associated with this event. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also to be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). The customer provided the date of the event, the approximate time the event occurred (7am) and the area the event occurred in (ap ed),but could not provide a specific room number. A review of the call log files for the associated area showed no evidence of a code blue call generated around the reported time of the event. However, it was determined that at the reported time of the event, there was noted heightened activity that occurred in room ap ed 16. The log files for ap ed 16 show that several staff emergency calls and staff calls were generated, which could indicate that the user initiated the incorrect call. Of note- these call types (staff emergency call /staff call) do not route to the pbx based on the customer's chosen routing configuration. Inspection of the device (ap ed 16) and its routing configuration determined that the code blue functioned as intended during testing. The notification alerted on primary stations for the respective units and at the pbx. In this event, there was no injury or impact to any patients, as confirmed by the customer which concludes a serious injury did not occur. Although the inspection of the suspected associated room ( ap ed 16) indicates that no malfunction of the nurse call system occurred, based on the limited details provided by the customer, the root cause of the event can not be determined and a malfunction cannot be ruled out. Hillrom is reporting this event.